Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced unspecified problems due to her nickel allergy. A hysterectomy to remove essure was performed and she felt better immediately. The reported event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature, lack of alternative explanation and considering that the consumer recovered after removal of essure, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information cannot be obtained.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("unspecified problems due to her nickel allergy") in a female patient who received essure. On an unknown date, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and clinically significant/intervention required). The patient was treated with surgery (hysterectomy to remove essure). Essure was withdrawn. At the time of the report, the allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals with essure. The reporter commented: that she felt better immediately after essure removal. Most recent follow-up information incorporated above includes: on 21-feb-2017: the reported lot number is not valid. Therefore, lot number is unknown. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced unspecified problems due to her nickel allergy. A hysterectomy to remove essure was performed and she felt better immediately. The reported event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature, lack of alternative explanation and considering that the consumer recovered after removal of essure, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information cannot be obtained.